Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue happens again, which the caller acknowledged and understood.